Event description:
The customer reported the loss of fluoroscopic x-ray functionality. There was no report of pt injury or death.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The 5 volt power supply was adjusted. The boards and connectors were reseated during the svc call. The sys was tested and found to be working as intended and put back into svc.